Event description:
It was reported that during a laparoscopic cholecystectomy upon removing a large gallstone, the surgeon pulled up on the pouch then a hole was found in the bottom of the pouch. The gallstone was removed with a grasper. No patient consequences were reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: there was only a hole in the pouch and no part of the pouch fell into patient.